Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on june 15, 2020 with lot number 2570782. Analysis of the returned device identified: weight to the spec, crease fold, deformation, and yellow particles in the shell. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.